Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ping meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on "(B)(6) 2016, 12:15pm". The patient stated that he is on insulin pump therapy to manage his diabetes and continued with his usual diabetes management routine as a result of the alleged product issue. The patient reported that shortly after the error 1 message appeared he developed the symptom of "vomiting". The patient denied that he denied that he received any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.